Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1147, awareness date 04-oct-2015 ). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2007. After her 3rd child, she agreed to allow essure insertion. She was asked by physician if she could wear costume jewelry and she answered yes though there were no nickel allergy tests ordered. Consumer stated that though her three c-sections, the pain during insertion was worse than anything she had ever gone through. After going through this procedure, the unexpected bleeding and tissue loss, unaddressed pain and cramping. Hysterosalpingogram (hsg) was performed a few months later and she stated it was equally torturous. Consumer stated that she experienced ptsd (interpreted as post-traumatic stress disorder). Within a few months of having the procedure, consumer experienced rashes, hives, swelling of feet and ankles, weight gain that no amount of reasonable diet and exercise could control, vaginal itch that has prevented her husband from establishing an intimate relationship in these post pregnancy years, profound dermatographism, dishydrosic eczema of both the hands and feet and in late 2011, her immune system attacked her body internally; first in her lungs, she became asthmatic with absolutely no diagnostic cause. After a month long struggle to breathe, then attacked her right brachial plexus. After 2 weeks of pain like constant electrocution the pain began to subside. She was left with paralysis in right arm and shoulder. The diagnosis was parsonage turner syndrome, an autoimmune disorder. From the beginning, she tried every type of special diet, detox, substance avoidance, looking for whatever allergen/toxin has been bothering her. Due to the total lack of side effects on the essure device, she never thought to make the connection. It wasn't until (B)(6) of 2015 that a friend made the connection for her. Allergy tests were performed and she was diagnosed with allergy to nickel, gold and cobalt. A removal surgery was performed in (B)(6) (devices were removed in full). A week later, she got very sick and went to the emergency room (ER). A CT revealed that she had metal fragments left in uterus where the fallopian tubes used to be. After that surgery, her side effects have gotten excessively worse. In (B)(6), she had a hysterectomy to remove the significant fragments left behind. She stated that the loss of skin is debilitating and defeating. She finally stated that will always be in constant reaction to the poison that is contained in the device. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had pain, cramping and unexpected bleeding with tissue loss after essure (fallopian tube occlusion insert) insertion. She was submitted to a surgery for devices removal. Later, a CT scan showed metal fragments were left in her uterus. A hysterectomy was then performed. Additionally, consumer was diagnosed with parsonage turner syndrome. These events were considered serious due to their medical importance. Only parsonage turner syndrome is unlisted according to essure's reference safety information. After essure insertion pain and genital bleeding or spotting may occur. In this case, consumer related her symptoms to essure insertion. She was submitted to a surgery for device removal (approximately 8 years after their placement) and fragments of essure were left in her uterus, requiring a hysterectomy. Considering events nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Regarding parsonage turner syndrome; it is an idiopathic brachial plexopathy. Considering this information and given essure local action in fallopian tubes, causality is considered very unlikely. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Result and assessment of the product technical complaint investigation received on 02-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had pain, cramping and unexpected bleeding with tissue loss after essure (fallopian tube occlusion insert) insertion. She was submitted to a surgery for devices removal. Later, a CT scan showed metal fragments were left in her uterus. A hysterectomy was then performed. Additionally, consumer was diagnosed with parsonage turner syndrome. These events were considered serious due to their medical importance. Only parsonage turner syndrome is unlisted according to essure's reference safety information. After essure insertion pain and genital bleeding or spotting may occur. In this case, consumer related her symptoms to essure insertion. She was submitted to a surgery for device removal (approximately 8 years after their placement) and fragments of essure were left in her uterus, requiring a hysterectomy. Considering events nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Regarding parsonage turner syndrome; it is an idiopathic brachial plexopathy. Considering this information and given essure local action in fallopian tubes, causality is considered very unlikely. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.